Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had lost power and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/27/2014 with the following findings:a review of the pump¿s black box history showed that a replace battery alarm was recorded. There was moisture observed in the display. During testing, the pump emitted a replace battery alarm when attempting to perform the rewind step. The pump was rebooted using a second battery and a power supply. In both instances, the pump emitted a replace battery alarm. A leak test was performed and a pump case leak was found. The pump case was found to be cracked in the upper right corner between the lens and the case seal. The pump case was removed and moisture was found on all surfaces of the pump. The complaint of the pump losing power was not able to be duplicated during investigation.